Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with sensors. Customer stated her first sensor the insulin pump continued to alarm check blood glucose, calibration error, and then change sensor. She removed the sensor and the cannula was bent. Customer then stated her second sensor she inserted and the insulin pump started to vibrate. Her sensor reading was 69 mg/dl, she then received a threshold suspend (t/s), and her blood glucose was 300 mg/dl. She was having issues with the readings so she removed the sensor. Troubleshooting was performed and the customer was advised how to properly calibrate the sensors. The customer's current blood glucose was 272 mg/dl. The customer is not returning the sensor for analysis.